Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Lead warning 497361 times, high impedance, and noise on the egm were reported. The doctor suspected lead fracture and decided to replace the lead. No patient complications have been reported as a result of this event.